Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure and the procedure was delayed. The procedure was completed by restating the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the perspective screen did not light up when collecting images. Upon functional testing, the fse checked the mcs monitor and found that the live monitor is powered off. However, no fault found in the mcs monitor. The fse switched on the live monitor. After switching on the live monitor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after switching on the live monitor and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the live monitor has no signal. The issue was found during clinical use. No harm has been reported to philips.